Event description:
Asst developed an allergic reaction when using the latex examination gloves. The asst's hands were itchy, red rash and skin irritation. The asst went to her physician and was prescribed an ointment. She has since changed over to a latex-free and powder-free glove. She is now getting better.